Manufacturer narrative:
The returned device was attached to a generator for testing. The device passed the initial diagnostic test that verifies the scalpel's adequacy for use. All buttons and foot pedals were pressed and found to activate the device. Each button was tested 10 times. While activating the device with the buttons, the shaft was moved up and down and side-to-side; the rotary dial was used to rotate the shaft clockwise and counter-clockwise; and the entire device was moved up and down and side-to-side. The device activated continuously and without any skips, hesitation, or intermittence. Since the complaint of the device stopping during use could not be duplicated, a root cause could not be determined. The reported event is not occurring more frequently or with greater severity than is usual for the device.

Event description:
It was reported that during a procedure the ultrasonic scalpel stopped working during the process of sealing a vessel. Suction was used to clear the surgical site while another scalpel was obtained to complete the procedure. No patient injury was reported by the user facility.